Event description:
It was reported that the patient underwent generator and lead replacement due to an unknown reason. The implant card was received which indicated that the generator and lead were replaced on (B)(6) 2013. The reason for replacement as marked as battery depletion with near end of service unknown. The reason for lead replacement was not provided. The physician indicated that the generator was replaced due to device malfunction and the lead was replaced due to high impedance. Attempts to obtain additional information have been unsuccessful to date. Attempts to have the devices returned to device manufacturer for analysis have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for both the generator and the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.